Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular lead was explanted and replaced during lead revision due to dislodgement. The dislodgement was discovered during chest x-ray post-implant. No additional adverse patient effects.